Event description:
Event verbatim: severe damage; injury associated with device. Localized redness at the injection site [injection site erythema]; localized swelling at the injection site [injection site swelling]; localized pain at the injection site [injection site pain]; improper handling of device [wrong technique in device usage process]. Case description: this serious spontaneous regulatory authority case from (B)(6) received via (B)(6) was reported by a health care professional as "severe damage(injury associated with device)" beginning on (B)(6) 2020, "localized redness at the injection site(injection site redness)" beginning on (B)(6) 2020, "localized swelling at the injection site(injection site swelling)" beginning on (B)(6) 2020, "localized pain at the injection site(injection site pain)." Beginning on (B)(6)2020, "improper handling of device(wrong technique in device usage process)" beginning on (B)(6) 2020, and concerned a (B)(6)-year-old male patient who was treated with novofine 8mm (30g) (needle) from (B)(6) 2020 for "diabetes mellitus." The patient's height, weight and body mass index were not reported. Dosage regimens: novofine 8mm (30g): on (B)(6) 2020 to not reported; current condition: diabetes mellitus (type and duration not reported). Concomitant products included: insulin. After using the novofine to inject insulin, on (B)(6) 2020, the patient experienced severe damage, localized redness, swelling, and pain on the injection site, which increased the patient's pain. Patient was treated for detumescence and relieving pain. It was reported that this was caused by improper handling or the patient's health condition. Batch numbers: novofine 8mm (30g): 16d07l. Action taken to novofine 8mm (30g) was not reported. The outcome for the event "severe damage(injury associated with device)" was not reported. The outcome for the event "localized redness at the injection site(injection site redness)" was not reported. The outcome for the event "localized swelling at the injection site(injection site swelling)" was not reported. The outcome for the event "localized pain at the injection site(injection site pain)" was not reported. The outcome for the event "improper handling of device(wrong technique in device usage process)" was not reported. No further information available. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples. References included: reference type: e2b report duplicate. Reference ID#: (B)(4); reference notes: (B)(6). Preliminary manufacturer's comment: on 20-nov-2020, the suspected device (novofine needles) has not been returned to novo nordisk for evaluation. With the available limited information, localised injection site reaction, and injury could be attributed to incorrect injection technique (product handling error).

Event description:
Case description: investigation results: name: novofine 30g 0.3*8mm. Batch 16d07l. The product was not returned for examination. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. Microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle. Since last submission, the following information has been updated in the case, investigation results updated. Annex b, c, d and g codes updated. Manufacturer's comment updated. Narrative updated accordingly. References included: reference type: e2b report duplicate. Reference ID#: (B)(6). Reference notes: nmpa (national medical products administration), chn reference type: e2b company number reference ID#: (B)(6). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2020-00061. Reference notes: medwatch 3500a MFR. Report number . Final manufacturer's comment: 23-feb-2021: the suspected device (novofine needles) has not been returned to novo nordisk a/s for investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. With the available limited information, it is therefore not possible to identify a clear root cause in relation to novofine needles, however localised injection site reaction and injury could be attributed to incorrect injection technique (product handling error). H3 continued: evaluation summary. Investigation results. Name: novofine 30g 0.3*8mm. Batch 16d07l. The product was not returned for examination. An examination of a reference sample showed nothing abnormal. During investigation no irregularities related to the complaint was detected on a reference sample of the batch in question. Microscopic examination performed. A visual examination of the back needle of the reference sample was performed. The needles were tested for flow with measure threads. Needle points on patient needles examined visually for defects. Needles tested for silicone on patient needle.